Manufacturer narrative:
Additional, clarifying information was received and noted the following: urine started off clear and slowly turning pink/red, patient is completely flat on impella cp and rp. Investigation summary. The investigation was revisited and noted the following: the device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. Ischemia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hemolysis/mechanical interaction with blood: the cause of the issue was not established as no product, or logs were returned for analysis and limited clinical information was provided. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4 unique device identifier was updated, corrected accordingly.

Manufacturer narrative:
Corrected information was provided in b2 (is required intervention), and d4 (serial number). Upon review, the b section and serial number have now been updated. Corrected information was provided in e1 (initial reporter title), d3 and g1 (manufacturer fax). Upon review, it was identified that these were inadvertently omitted from the initial report. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative(update): an impella cp device was inserted via the left femoral artery to support a 52-year-old male patient admitted with cardiomyopathy, presenting in scai shock stage e. The patient was also supported with a right-sided impella¿rp flex pump and was receiving vasopressors and inotropes. Comorbidities were unknown. The patient¿s urine transitioned from clear to pink/red. He was fully dependent (¿flat¿) on both the cp and rp flex devices. The patient's lv recovered, cp was removed and the patient was started on crrt. The patient had a wound vacuum on the left groin. Vascular surgery performed a cutdown to remove the cp, performed a thrombectomy, and replaced the wound vacuum. The patient had a palpable pulse in the lower extremity. The patient survived to explant. The hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. The reported ischemia is consistent with access-related complications and may be influenced by the patient¿s critical illness, dependence on biventricular mechanical circulatory support, and underlying hemodynamic instability.

Manufacturer narrative:
Updated information: b5 narrative updated. D1 brand name updated. H6 impact code added f2301.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the issue was not established as no product or logs were returned for analysis and limited clinical information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 52 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage e shock. The patient was on the additional right sided support of an rp flex pump, and was on vasopressors and inotropes. Other medical history was not shared, beyond the fact that the patient was completely dependent on the impella. The pump was supporting when the urine color changed from clear to pink/red and hemolysis was diagnosed. After 3 days of support the cp was explanted but, the rp flex remained on for support. The patient survived the hemolysis. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
B5 and h6 updated with additional information. The investigation is still ongoing.

Event description:
An impella cp device was inserted via the left femoral artery to support a 52-year-old male patient admitted with cardiomyopathy, presenting in scai shock stage e. The patient was also supported with a right-sided impella¿rp flex pump and was receiving vasopressors and inotropes. Comorbidities were unknown. The patient¿s urine transitioned from clear to pink/red. He was fully dependent (¿flat¿) on both the cp and rp flex devices. The patient had a wound vacuum on the left groin. Vascular surgery performed a cutdown to remove the cp, performed a thrombectomy, and replaced the wound vacuum. The patient had a palpable pulse in the lower extremity. The patient survived to explant. The hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. The reported ischemia is consistent with access-related complications and may be influenced by the patient¿s critical illness, dependence on biventricular mechanical circulatory support, and underlying hemodynamic instability.